Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: device was returned for analysis. The visual and tactile inspection was performed and the device returned kinked along the body and the coilwire unraveled and corewire broken. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that burr stuck on wire occurred. A 330cm rotawire¿ was advance to the severely calcified lesion. During introduction, it was noted that the 1.75mm rotalink¿ plus was stuck on the rotawire¿. The burr and rotawire¿ were removed together as a unit. The procedure was completed with another of the same devices. There were no patient complications reported and the patient's condition was good. However, device analysis revealed a broken corewire.